Manufacturer narrative:
Per tandem user guide:change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Reportedly, customer reported using insulin longer than recommend by health care professional. Tandem customer technical support informed customer that using insulin longer than recommended by health care professional is off label per the user guide. Customer changed supplies to address the issue. Customers blood glucose was 170 mg/dl.